Event description:
Additional information was received from the consumer reporting the implantable neurostimulator (ins) and lead were removed on (B)(6) 2020 and replaced with new leads and a different rechargeable battery (scs intellis implant battery being used for dbs indication - the patient said they were in a trial currently). The patient stated the dbs was removed because the implant battery had worked for 2 years and it just wasn't working, so patient went to the hospital to have a "redo" of the operation. The hcp just couldn't get the implant battery to charge so they had to replace battery. The patient said that they were awake the whole time during the surgery.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_lead lot# unknown serial# explanted: (B)(6) 2020. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that their dbs system did not improve their symptoms. Additional information was received from the consumer reporting that they notice their ins battery level can drop 20 percent overnight. Since their implant in 2017, there was no progress, so after 2 years, the patient had a revision. Since the revision/"redo", they have not seen any progress, they are discouraged, and they are in a clinical trial. They have an appointment in march. The patient noted they think their system makes them worse than they would have been, "probably".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a revision surgery as the device "never really worked." They explained that they cannot write and while the device helped with some, ultimately, they were not getting the desired results. They are seeing the healthcare provider a couple times a week to make adjustments.